Event description:
The customer called to report that she experienced high blood glucose ranging from 250 mg/dl to 275 mg/dl and mentioned that there was a kink in the cannula. No other bg level, time or history was provided. She had the pod on for about 24 hrs.

Manufacturer narrative:
The pod was not returned for eval. We are unable to assess any product condition or kinked cannula that may have caused or contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod¿s user guide warns ¿test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider,¿ and advises ¿check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)".